Event description:
On (B)(6) 2012 doctor (B)(6) was performing a tka with a scorpio nrg. The customer reported that during surgery, when the scorpio nrg 4:1 cutting block size 7 (8010-007) was impacted, this block rotated. The customer further reported that one of the pins (distal on the cutting block) was broken off the block and that this pin was attached into the bone. According to the scrub nurse it took some efforts to remove this pin from the bone, but they succeeded.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.